Event description:
Same case as MFR report # 6000118-2005-001245. During a rotational atherectomy procedure, a dissection occurred. While ablating the very calcified rca lesion with the 1.25 rotablator burr, a dissection occurred. The maverick otw balloon catheter was being used to pre dilate the lesion when it ruptured at 12 atms. It was noted upon removal that the balloon material had rolled up distally and proximally. The dissection was repaired with multiple stents. Patient status is listed as "okay".